Manufacturer narrative:
Product has been requested to be returned but has not been received for eval. Note: this submission is based solely on the customer report only. (B)(4).

Event description:
When the customer opened the alarm box for the first time she reported that the batteries were inside of the unit and they were corroded. The customer does not want a replacement since she had originally ordered item 8350 and had to wait a few months to get this alarm. There was no pt incident or injury reported. Add'l info received by the customer reports that corrosion was also evident on the battery springs and battery compartment.